Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod for longer than 48 hours the patient had developed a rash at the pod insertion site. It was discovered by the patient that the pod's needle had not retracted upon initial activation.

Manufacturer narrative:
The returned device was evaluated and the device was received partially deployed with the needle exposed beyond the needle well. The linkage assembly was seen through the top housing as not fully retracted. Additionally, score marks were observed on the interior of the top housing, indicating an interference from the linkage assembly. The needle mechanism was reset and manual rotation of the ratchet gear deployed the needle as intended. Although no damages were observed on the components of the needle mechanism, it can be confirmed that a misaligned linkage assembly caused the failure of the needle to not retract. Furthermore, the formed needle, soft cannula, and bottom housing were inspected for damages that could contribute to skin condition irritation and found that the formed needle was bent and exposed. It can be confirmed that the exposed needle was the main cause of the reported irritation.